Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2018 - 10474; 0001825034 - 2018 - 10475; 0001825034 - 2018 - 10476; 0001825034 - 2018 - 10477. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was unable to be reviewed, as the necessary product/lot code combination is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to unknown reasons. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: us157854 m2a-magnum pf cup 54odx48id, lot 734100; 139254 m2a-magnum 42-50mm tpr insrt-3, lot 316670; x12-171312 integral/x por red prox 12mm, lot 879850. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent revision approximately 7 years post initial implantation due to altr, pain, elevated metal ions. Hip joint showed an adverse local soft tissue reaction with greenish colored synovial reaction as well as a fair amount of synovitis and debris within the hip. Some corrosion on the trunnion were noted. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of primary op notes which were reviewed and noted a procedure. Patient presented with persistent pain exhaustive pre-op workup showed elevated metal ions; infection work-up was negative. Ten (10) ml cloudy fluid aspirated from hip and sent for culture and sensitivity hip joint showed an adverse local soft tissue reaction with greenish colored synovial reaction as well as a fair amount of synovitis and debris within the hip. Some corrosion on the trunnion, but was able to be cleaned of corrosion and was still intact. Blood loss 300 ml. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.